Event description:
It was reported that the device displayed no sensor inserted during sensor session. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. In addition, a sensor restart detection was found in connection with the reported allegation. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
In addition, a sensor restart detection was found in connection with the reported allegation. No injury or medical intervention was reported.